Manufacturer narrative:
This is a final report. (B)(4).

Event description:
The pt reportedly developed a "cochlesteatoma" approx five years after implant surgery. Reportedly, the cholesteatoma caused a "severe purulent inflammation" and the electrode array of the device migrated out of the cochlea (date not provided). The device was explanted in 2005. A reimplantation surgery has not been performed.